Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, this patient underwent a gastric surgery as part of the clinical trial related to the reinforced reload product and the patient died. The patient experienced an adverse event but the adverse event did not contribute to the death of the patient. The patient experienced intracerebral bleed (haemorrhage), which was treated with medication, blood transfusion, and diagnostic imaging. This adverse event was unrelated to the device and to the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Two additional adverse events were reported. The patient experienced a bacterial infection, with moderate severity. To treat this, the patient was given medication. It was confirmed that the bacterial infection was not caused by the reinforced relation, but there was possible relationship to the procedure. The adverse event was resolved and it was determined that the adverse event was not unanticipated and not serious. A second adverse event that was reported to us was for an intra-abdominal sepsis, with moderate severity. Action taken was medication. It was confirmed that this adverse event was unrelated to the reinforced reload but possibly related to the procedure. The adverse event was resolved and it was determined that the adverse event was not unanticipated and not serious.